Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during insertion of the device, the distal part of the shaft broke. The device was pulled and removed. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system, was returned to the complaint investigation site. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during insertion of the device, the distal part of the shaft broke. The device was pulled and removed. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient was stable post procedure.